Manufacturer narrative:
Performance data collected from the mobile programmer was received and analyzed. Analysis of the data/database found the customer comment that reported the mobile programmer application generated a diagnostic message upon launch and when the mobile programmer application sent data to the universal serial bus (usb) the application crashed was confirmed. Analysis of the data/database found the customer comment that the mobile programmer application exported data the data was corrupted was plausible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application exported data the data was corrupted. It was also reported the mobile programmer application generated a diagnostic message upon launch. Additionally, it was reported that when the mobile programmer application sent data to the universal serial bus (usb) the application crashed. Troubleshooting steps were taken to no avail. No patient complications have been reported as a result of this event.